Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MFR report number 2015691-2026-10956 for re-do avr procedure information involving this patient.

Event description:
It was learned through medical records that a 27mm 6900ptfx mitral valve was explanted after an implant duration of 7 years, 8 months due to calcification, severe stenosis, moderate regurgitation. The explanted device was replaced with a 31mm non-edwards' valve. Per medical records, the patient presented with heart failure and cardiogenic shock and underwent redo mvr and redo avr with aortic root replacement. Intraoperative inspection of the mitral 6900tfx valve revealed some calcium and stuck leaflets, the valve and previously preserved chordae were resected. A non-edwards mosaic valve was implanted in the mitral position. The 23mm 3000tfx was excised, given bsa, age, and size of the valve, konno-rastan repair was necessary. Large anterior aortoventriculotomy was fashioned under the pv and septal myomectomy performed. Once the neo-lvot was established a 23mm avc was implanted. Post bypass tee showed aortic gradient 11mmhg and preserved biventricular function. The patient was transported to the (B)(6).

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and hyperlipidemia. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.